Event description:
In 2004 pt admitted with pvd and found to have coronary disease. The 90% lad stented rca, 75-90% rca stented 2 stents. Taxus stents used on this pt. Restented 5 days later, the obtuse marginal.